Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported that during preventative maintenance (pm) the ventilators navigation ring was not responding. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.